Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hex screw driver could not be removed as the locking mechanism was not releasing the driver. It was noted that the shaft, coupling sleeve and ring were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that a hexagonal screw driver device was stuck in the large quick coupling device. It was not reported if there were any delays in the surgical procedure. A spare device was available for use and the surgery was successfully completed. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch will be submitted accordingly.